Manufacturer narrative:
The device was not returned to the MFR for repair. The service record indicates that the device is 5 years old and the last time repaired was on (B)(6) 2011, for a similar issue. At that time the device the faulty motor was replaced, and the device was found to be out of calibration. The investigation was unable to determine a cause of the reported complaint. Clinical follow up confirmed the original complaint of an uneven graft with fraying. No determination can be made as to the cause of the reported complaint due to the device not having been returned for eval.

Event description:
It was reported the doctor set the zimmer electric dermatome on the smallest thickness of skin, it was 1 point. Dermatome gathered skin unequally. Sometimes profoundly and skin graft became frayed. The left arm was wounded seriously on the depth of fascia lengthwise of 2 cm at the end of skin graft.